Event description:
It was reported that approximately 48 months post-implant of a bifurcated device, two infrarenal aortic extensions and a limb extension, an endoleak was identified. Reportedly, an endoleak coming out of an unspecified location of the main body graft was identified and the physician has plans to explant the device at a later date.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: based on the review of the information provided, the reported type iiib endoleak near the right lateral bifurcation, coming from the fabric of the stent at the lower aspect of the aorta, has been confirmed. The patient was admitted for repair but the procedure was aborted due to the inability to safely expose the suprarenal aorta. The patient was left untreated, and the physician has plans to reline the stent in the near future. The patient was discharged on day (B)(6) post secondary admission. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed all units were consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based on the investigation findings, a cause for the reported leak coming from the fabric of the stent at the lower aspect of the aorta could not be determined.

Event description:
It was reported that approximately 48 months post-implant of a bifurcated device, two infrarenal aortic extensions and a limb extension, an endoleak was identified. Reportedly, an arteriogram revealed an endoleak originating through the fabric of the stent graft on the right lateral bifurcation, at the lower aspect of the aorta. The patient underwent on (B)(6) 2014 for an exploratory laparotomy with an attempted abdominal aortic aneurysm repair with explant of the graft followed by placement of a dacron graft. However, the procedure was aborted due to difficulties exposing the suprarenal aorta and both iliac arteries. The access site was closed, the patient was extubated and coherent in the operating room, asking questions, when he developed full arrest, became profoundly hypoxic with hypotensive shock, unresponsive and with no pulse. The patient was intubated and CPR was performed. Epinephrine and atropine were administered and the patient regained a pulse. The patient was transferred to the ICU to further evaluate the postoperative cardiopulmonary event. The atrial fibrillation was rate controlled and the patient was placed on neo-synephrine for pressor support. Orders were placed to perform cardiac evaluation. The patient remained intubated for nine days, but on the tenth day, both the endotracheal and nasogastric tubes were removed. The patient stabilized and was discharged on (B)(6) 2014. Note: the patient was asymptomatic but the aneurysm sac has enlarged over the last year on surveillance to approximately 6.3-6.5 cm. The physician has plans to reline the stent in the near future.